Manufacturer narrative:
Analysis of the catheter found a kinked catheter body and user related hole. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (B)(4) 2018. The patient reported their first pump and catheter were replaced because the catheter got a hole.

Manufacturer narrative:
The main component of the system and other applicable components are: continuation of concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was initially received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid (hydromorphone) of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that as per the physician they have been getting inconsistent volumes at pump refills for quite some time. They tried to do a dye-study at some point, but were not able to complete it because they were unable to aspirate catheter. The patient experienced increased pain. A total device system replacement was scheduled for (B)(6) 2016. The physician wanted to send the product back to the manufacturer for analysis. Regarding environmental/external/patient factors that may have led or contributed to the issue, none was indicated. The issue was unresolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event were not available. On (B)(6) 2016, it was reported that at per the pump's log, the pump was administering the following drugs via flex infusion mode as of (B)(6) 2016: fentanyl (concentration: 500.0 mcg/ml, dose rate: 300.07 mcg/ml), clonidine (concentration: 1,000.0 mcg/ml, dose rate: 600.1 mcg/day), and bupivacaine (concentration 40.0 mg/ml, dose rate: 24.006 mg/day). The pump and catheter were explanted and returned to the manufacturer.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jun-11. The patient stated they had issues with the pump, ¿that the catheter had a hole and the medication had crystalized.¿ at this time she had fentanyl, bupivacaine and clonidine, and does not know the dose or concentration of the medication. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated her pump went bad and she kept telling her healthcare provider (hcp) something was wrong. The patient did not feel like she was getting medication and he did not listen. It was reported the hcp did a catheter test, but it was inconclusive. It was noted when the patient went to get the pump refilled it had way too much medication than it should have. No further complications were reported/anticipated or expected.